Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient with diffuse lamellar keratitis in the left eye three days post lasik procedure. The patient complained of halos/glare/shadows and stated it felt like looking through water. Topical steroid dosage was increased and a flap lift and rinse was performed.